Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 1 month post implant of this 25mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 29mm transcatheter valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was replaced due to moderate regurgitation. It was reported that prior to the valve replacement the patient was experiencing dyspnea and fatigue. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.